Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that patient saw a warning por. The patient stated that they needed to charge their device and when they tried they saw a warning por. The hcp noted that the ins was depleted and showed the por on the 8840. The por couldn't be cleared as the device was dead. The patient began charging and then the hcp would interrogate the device and clear the por. No further complications were reported or anticipated. No symptoms were reported.